Event description:
It was reported that the catheter was ¿cracked". Withdrawal was reported with flu-like symptoms and shaking. The reporter stated the problems started approximately six weeks ago and then noted their symptoms got worse after the pump was refilled. The patient had an ultrasound and dye study and it was determined there was a crack in the catheter. The reporter noted the health care provider (hcp) was going to completely wean the patient off the medications in the pump, and the reporter was making plans to have a catheter replacement. The reporter was redirected to the patient¿s hcp. The reporter noted having ¿novocaine¿ in the pump, and also had ¿radiologic dye¿ and saline in the pump from going through a dye study and diagnostic ultrasound. The pump system was being used to deliver baclofen and morphine. It was further reported that the medications in the pump were baclofen, morphine and bupivacaine. The patient¿s symptoms included increased pain, nausea, chills and sweats. It was noted that the affected segment of catheter was approximated to be where the catheter entered the spine. It was again stated that the patient was undergoing weaning towards revision. Troubleshooting that was performed included x-rays, which were noted to be inconclusive, nuclear medicine cisternogram which revealed no activity in the spinal canal, and a ¿side port¿ which revealed no fluid. The patient had poorly controlled pain, which was noted to be worse than baseline.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2010-(B)(6), product type accessory product ID 8578, serial# (B)(4), implanted: 2010-(B)(6), product type accessory product ID 8590-1, lot# n242537, implanted: 2010-(B)(6), product type accessory, product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was "something was wrong with the pump". The physician "couldn't get anything out of the port". The patient underwent a four day dye study, and something was leaking. The patient experienced diarrhea, was throwing up and their pain was coming back. The patient's "troubles" started in (B)(6) 2013. The patient had to be weaned off her medication. The pump was replaced about 2.5 weeks ago due to the catheter was "broke". The patient was currently at 10% of her medication and "they do nothing".